Manufacturer narrative:
Device evaluation: no photographic/diagnostic evidence of complaint provided by the customer. No product sample was received; therefore, visual and functional testing could not be performed. The most probable cause for an alarm with no error messages is that the ac adaptor is not attached and the batteries have been removed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump began alarming a few hours into the continuous infusion of fluorouracil with no message displayed. Per reporter the length of infusion was 46 hours, the rate was 3 ml/hr, and the reservoir volume was 138 ml. It was reported that a new pump was used to continue the infusion. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other, other text: additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.